Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), perforation ("perforation of organs"), device dislocation ("migration of implant"), rectocele repair ("rectocele repair"), cystocele repair ("cystocele repair") and pelvic prolapse ("pelvic organ prolapse") in a 32-year-old female patient who had essure (batch no. 922608, b21808) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included deep venous thrombosis arm and pulmonary embolism. Current weight 115 lbs. Concurrent conditions included body mass index normal, deep vein thrombosis, gerd, hypertension, scoliosis, uterine bleeding, dysmenorrhea, fever (grandmother) and hypermenorrhea. Family history included asthma (grandmother, grand father), chronic pain (grandmother), scoliosis (grandmother, brother:), adenomyosis (grandmother) and chronic back pain (brother). Concomitant products included clonazepam (klonopin), dabigatran etexilate mesilate (pradaxa), duloxetine hydrochloride (cymbalta), hydrocodone bitartrate;paracetamol (norco), mometasone furoate (flonase) and verapamil hydrochloride (veramamil). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"), 2 days after insertion of essure. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic prolapse (seriousness criterion medically significant), pelvic pain ("pain"), endometriosis ("reproductive system disorder or condition :endometriosis"), pelvic discomfort ("could not place right coil due to discomfort") and procedural pain ("placement of the right essure implant was not tolerated due to the pain"), underwent rectocele repair (seriousness criterion medically significant) and cystocele repair (seriousness criterion medically significant) and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed), perineorrhaphy,total hysterectomy(uterus and cervix removed),vagina cuff suspension and to remove the essure implant/total hysterectomy(uterus and cervix removed)). Essure was removed in (B)(6) 2013. At the time of the report, the device breakage, perforation, device dislocation, rectocele repair, cystocele repair, pelvic prolapse, pelvic pain, endometriosis, dysmenorrhoea, weight decreased, pelvic discomfort and procedural pain outcome was unknown and the vaginal haemorrhage, menorrhagia, abdominal pain and back pain was resolving. The reporter considered abdominal pain, back pain, cystocele repair, device breakage, device dislocation, dysmenorrhoea, endometriosis, menorrhagia, pelvic discomfort, pelvic pain, pelvic prolapse, perforation, procedural pain, rectocele repair, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted as per pfs date of insertion given : (B)(6) 2012 :right sided / completion of the tubal occlusion. Date(s) of removal given: (B)(6) 2012. Total hysterectomy (uterus and cervix removed) however there was no uterine perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2012: result: total bilateral occlusion. Computerised tomogram pelvis - on (B)(6) 2012: total bilateral occlusion on. Ultrasound pelvis - on (B)(6) 2012: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, endometriosis. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received. Lot number were added.reporter's information added. Patient's demographics were added. Date of insertion, date of removal was updated. Added events abnormal bleeding (vaginal, menorrhagia), endometriosis, dysmenorrhea (cramping), cystocele repair , rectocele repair, weight loss, pelvic organ prolapse, abdominal pain, lower back pain, could not place right coil due to discomfort. Historical condition, concomitant condition, concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), perforation ("perforation of organs"), device dislocation ("migration of implant"), rectocele repair ("rectocele repair"), cystocele repair ("cystocele repair") and pelvic prolapse ("pelvic organ prolapse") in a 32-year-old female patient who had essure (batch no. 922608, b21808-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included deep venous thrombosis arm and pulmonary embolism. Current weight 115 lbs. Concurrent conditions included body mass index normal, deep vein thrombosis, gerd, hypertension, scoliosis, uterine bleeding, dysmenorrhea, fever (grandmother) and hypermenorrhea. Family history included asthma (grandmother, grand father), chronic pain (grandmother), scoliosis (grandmother, brother:), adenomyosis (grandmother) and blood pressure high (brother). Concomitant products included clonazepam (klonopin), dabigatran etexilate mesilate (pradaxa), duloxetine hydrochloride (cymbalta), hydrocodone bitartrate;paracetamol (norco), mometasone furoate (flonase) and verapamil hydrochloride (veramamil). On (B)(6) 2012, the patient had essure inserted and removed in (B)(6) 2013. A new essure was inserted on an unknown date. On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"), 3 days after insertion of essure. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic prolapse (seriousness criterion medically significant), pelvic pain ("pain"), endometriosis ("reproductive system disorder or condition :endometriosis"), pelvic discomfort ("could not place right coil due to discomfort") and procedural pain ("placement of the right essure implaint was not tolerated due to the pain"), underwent rectocele repair (seriousness criterion medically significant) and cystocele repair (seriousness criterion medically significant) and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed), perineorrhaphy,total hysterectomy(uterus and cervix removed),vagina cuff supension and to remove the essure implant/total hysterectomy(uterus and cervix removed)). Essure was removed. At the time of the report, the device breakage, perforation, device dislocation, rectocele repair, cystocele repair, pelvic prolapse, pelvic pain, endometriosis, dysmenorrhoea, weight decreased, pelvic discomfort and procedural pain outcome was unknown and the vaginal haemorrhage, menorrhagia, abdominal pain and back pain was resolving. The reporter considered abdominal pain, back pain, cystocele repair, device breakage, device dislocation, dysmenorrhoea, endometriosis, menorrhagia, pelvic discomfort, pelvic pain, pelvic prolapse, perforation, procedural pain, rectocele repair, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted as per pfs date of insertion given :(B)(6) 2012 :right sided / completion of the tubal occlusion. Date(s) of removal given: (B)(6) 2012 total hysterectomy (uterus and cervix removed) however there was no uterine perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2012: result: total bilateral occlusion. Computerised tomogram pelvis - on (B)(6) 2012: total bilateral occlusion on. Ultrasound pelvis - on (B)(6) 2012: result: total bilateral occlusion. Invalid number (b21808) batch number:922608 manufacture date: 2011-11 expiration date:2014-11 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device breakage ("fracturing of the implant") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the perforation, device breakage, device dislocation and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation, pelvic pain and perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.